Manufacturer narrative:
Correction: field d6b should remain blank as device was not explanted.

Event description:
New information noted the ventricular leadless pacemaker (lp) migrated to the posterior right ventricle which was confirmed by x-ray. The lp was deactivated and remained implanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the ventricular leadless pacemaker (lp) dislodged. The lp was explanted and replaced. The patient condition was unknown.